Event description:
Dyonics video cart with laparoscopic insufflator possibly related to adverse pt outcome involving extended hospitalization. Concerns were made that equipment may have a fault. Equipment removed from or to biomed. Safety officer notified about incident and testing of unit done with complete operational test for gas tank pressure, loss of pressure, alarm functions, accuracy of pressure display and adjustment, flow accuracy. Findings on operational test indicated blpm=5lpm and higher values of flow not equal. Example 10lpm=8lpm, 15lpm=9lpm. Also found restriction led not illuminating as required during occlusion test. (Completed 10/13/97). Add'l testing of all hosp dyonics insufflators on 10/15/97 indicated same basic flow rate readings and correct operation of restriction led. Insufflator was removed from svc and exchanged with replacement from dyonics. Unit has been returned to dyonics for eval. Only the restriction led indicator appears to be malfunctioning.